Manufacturer narrative:
Additional narrative: upon further investigation, it was determined that there was a possibility that the internal safety fuses blew up. It was determined that the control unit achieved the desired number of reprocessing cycles which might have caused the short circuit on the batteries. The assignable root cause was determined to be due to normal wear caused by cleaning/sterilization cycles. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 8 of the same event. It was reported from norway that before surgery, it was observed that four small battery drive devices and four battery devices were not working while in use with four battery casing devices and a universal battery charger device. According to the reporter, a cross testing was performed on the devices and suspected a short circuit. It was further reported that when one of the battery devices was tested with a small battery drive device, it ran for half a second then died. When one of the small battery drive device was tested with a battery device, it showed no life. The reporter stated that there were red warning lights from all four battery devices while in the universal battery charger device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that the control unit on the device was defective. It was determined that the handpiece had no function. It was determined that the device had no visible signs of liquid damage or damage by dropping. The assignable root cause was not determined at this time. This issue is being investigated through scar. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.